Event description:
It was reported the pt experienced stimulation in her right lateral rib. X-rays indicated lead migration. The physician recommended the pt undergo surgical intervention for a hip fusion and an si bone fusion. During the procedure, the physician planned to relocate the lead. Follow-up information revealed the pt underwent surgical intervention on (B)(6) 2014 and the physician explanted and replaced the lead. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.